Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-feb-2026, a sales representative reported via email that an ar-3740sp double-loaded knotless knee fibertak anchor experienced an issue during use. While passing the anchor through the guide inside the patient, the anchor was pulled out, and the sutures were reattached to the anchor. When the device was reinserted through the guide, the loop end at the bottom of the anchor was found to be frayed and damaged. All components were removed and replaced with another device of the same part number. The event resulted in less than a five-minute case delay, with unknown additional anesthesia time. This issue occurred during an acl reconstruction procedure on (B)(6) 2026, with no reported patient harm.